Event description:
Healthcare professional reported deflation against right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, deflation against right device. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, wear abrasion and opening linear on posterior. Leak test and microscopic analysis was performed which identified, striated opening on posterior, opening crease smooth on posterior. And voids observed, in the textured part of the valve (vv) (1.0 mm), not considered workmanship, per qa 199.06. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening on posterior assessed, as surgical damage. An opening crease smooth on posterior assessed, as fold flaw opening.